Manufacturer narrative:
Analysis has been completed. Long term testing of the pump found over-infusion with an undetermined root cause. No new or additional anomalies were found during destructive analysis.

Manufacturer narrative:
(B)(4). Analysis of the pump revealed miscellaneous over-infusion; the pump was found to be over-infusing by more than 14.5% at standard test conditions and typical therapeutic rate (300 ul/day); root cause was undetermined. When the pump was received, it was found to be infusing the following at a minimum rate: morphine (25 mg/ml) at 0.151 mg/day, bupivacaine (15 mg/ml) at 0.091 mg/day, and clonidine (400 mcg/ml) at 2.42 mcg/day.

Event description:
(B)(6) 2015 (rep): the pump was returned to the manufacturer.